Event description:
It was reported that at the beginning of a da vinci-assisted distal pancreatectomy surgical procedure, the generator displayed a warning indicating the pressure was high, and the blade of the harmonic insert broke. The customer alleged a broken fragment was removed from the surgical field but indicated no fragment(s) had fallen inside the patient. The procedure was completed with a backup instrument. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the reported issue occurred at the beginning the operation. After testing the harmonic instrument, the surgeon took the harmonic shears to hold patient¿s tissue. A warning was generated and the instrument allegedly was not working.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found with a broken curved blade. A broken piece, approximately 0.37" x 0.10" was not returned, the material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.